Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image and e402 (image processor or light source) error. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the event occurred after a diagnostic/esophagogastroduodenoscopy procedure. The same device was used to complete the intended procedure. There was no delay in the procedure in which the subject device was used.